Manufacturer narrative:
The device as noted in section b5 found cable disconnection during visual and functional inspection. A device history review of the current product was conducted and no problems were found. This issue is addressed in the instructions for use (IFU): caution)- never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head cable had a disconnection. There was no patient involvement on this reported event.